Event description:
It was reported patient underwent a shoulder arthroplasty on (B)(6) 2012. During the procedure, it was noted the custom jig did not match the picture provided and the screw driver requested was not the correct size to tighten the small screws. The jig needed to be manually aligned resulting in a delay over 30 minutes.

Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification. Custom jig is a reusable instrument that is shipped from biomet pmi to each case as it is needed. This instrument has been used successfully numerous times.this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-02615-2 /2013- 00089-1).

Manufacturer narrative:
This follow-up report is being filed to relay additional information including part number, which was unknown at the time of the initial medwatch. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-002615-1 & 2013-00089).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following could not be completed with the limited information provided. Expiration date - unknown. Manufacture date - unknown.